Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024 on a nasal sample. Initial testing was performed on (B)(6) 2024 using a binaxnow covid-19 antigen self-test which generated a positive result. The consumer indicated they were experiencing symptoms such as nasal drip, loss of smell and loss of taste. The consumer was provided paxlovid. The consumer confirmed there was no harm due to the test results. Additionally, the consumer confirmed there was no delay or impact in treatment.

Manufacturer narrative:
D4-UDI:(B)(4) the remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use; device discarded.

Manufacturer narrative:
D4(B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 224083 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot: 224083, test base part number 195-430h/ lot: 220038. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 224083 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024 on a nasal sample. Initial testing was performed on (B)(6) 2024 using a binaxnow covid-19 antigen self-test which generated a positive result. The consumer indicated they were experiencing symptoms such as nasal drip, loss of smell and loss of taste. The consumer was provided paxlovid. The consumer confirmed there was no harm due to the test results. Additionally, the consumer confirmed there was no delay or impact in treatment.